Event description:
Customer reported 3 blood leaks in 2001 on the reported dialyzer lot number. The breakdown of the leaks are as follows: two leaks noted on, use #'s 8 and 1; one leak noted on, use # 5. All leaks were noted by blood leak alarms and confirmed with positive hemastix results. The estimated blood loss was approximately 200 cc per incident. Treatment was continued with new dialyzers and new blood lines without incident. No pt injuries or medical intervention reported.